Event description:
A customer contacted haemonetics on (B)(6) 2012, to report an orthopat device with description "fluid spill, tech did not install biohazard bag correctly. Smelled smoke coming from machine." No patient/operator injury reported.

Manufacturer narrative:
The device was returned and evaluated. Evidence of fluid ingress was found. The fuse was blackened and the device would not power on. The following critical electrical components were replaced: top deck distribution board centrifuge, cable driver/distribution, power supply, ac line filter, driver board and compressor. The device was cleaned, repaired and upgraded. (B)(4).